Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a hernia repair procedure, there was a defective suture. The patient had been diagnosed with omphalocele. The patient had a epigastric strangulated hernia with hernial sac containing thin intestinal loop which perforated and dissected part of the anterior abdominal wall, creating necrotizing fasciitis about 10 cm in diameter. The device operator had to resect the necrotic subcutaneous fascia. Cardiac arrest occurred during anesthesia and the patient was resuscitated successfully, staying with ventilatory and inotropic support. Anastomosis was performed with sutures. There was suture dehiscence (defective suture) so 2-0 silk had to be used without showing leakage. The abdomen was left open for subsequent washings.